Manufacturer narrative:
An error message ¿cannot connect to the generator, the generator is not responding¿ displayed on the controller was reported to abbott. The patient reported that they placed the ipg in surgery mode and was able to connect to the ipg after the surgery. The patient was met with and the ipg recovered through abbott intervention. Therapy restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000046391. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. Date of event and explant are estimated.

Event description:
It was reported that the patient experienced infective therapy from the system. Surgical intervention was undertaken at an unknown date in 2022 where the system was explanted.